Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 114 mg/dl and the sensor glucose was 62 mg/dl and then 42mg/dl and 58 mg/dl at the time of the incident. Advised customer to turn off the sensor and turn back on when he woke up to see if the sensor recovers. Advised customer to monitor issue and call us back if sensor does not recover. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.